Manufacturer narrative:
Section d10 and h3: additional information. Section h4: correction . Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm regarding the system controller was confirmed via the provided log file. The log file contained data spanning approximately 3 days (B)(6) 2020 ¿ (B)(6) 2020, per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A backup battery fault alarm was observed on (B)(6) 2020, at 12:26 due to a load test failure. During this event, the loaded voltage was under the acceptable threshold as compared to the unloaded voltage, thus triggering the alarm. The alarm resolved on (B)(6) 2020, at approximately 6:45. No other notable events regarding the system controller were observed. The returned system controller (serial number (B)(6), was functionally tested and was found to perform as intended. Backup battery fault alarms were unable to be reproduced. The root cause of the reported event was unable to be conclusively determined through this analysis. Backup battery fault alarms without a known root cause are being addressed via a corrective action. The device history records for the hm3 system controller, serial number (B)(6), were reviewed and showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on (B)(6) 2018. The heartmate 3 patient handbook instructs users on how to resolve all specific alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller alarmed for the backup battery and the controller was exchanged. The log file confirms the emergency backup battery (ebb) fault of (B)(6) 2020 due to the ebb failing the load test. No other unusual events were recorded in the log file event history. The controller was subsequently replaced again as the known battery fault alarm did not resolve with ebb change out or with the recent controller change. Related manufacturer reference number: 2916596-2020-03571